Event description:
It was reported that the micro oscillating saw was returned to the MFR for service after it was found to be leaking. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was received by the MFR and a quality investigation is anticipated. A f/u report will be filed when the investigation is complete.